Event description:
Customer reported that he had high blood glucose and his insulin pump is not working correctly. Customer stated that the insulin pump was alarming calibration error and the screen is scratched and hard to read. Offered to troubleshoot or replace the insulin pump, but customer declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).